Event description:
It was reported that during a vat procedure, the seal broke and fell into the body cavity. The surgeon converted to open to retrieve the seal and complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.